Event description:
Event description boston scientific received information that this patient was reported to be fainting. His pacemaker is included in the failure mode 2 advisory. The physician feels that the fainting was due to the advisory device, even though fm2 is not found post implant.